Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Medical device: model #: mc1vr01-delsys / expiration date: 14-feb-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device mfg date: 20-aug-2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that few months post implant procedure of the leadless implantable pulse generator (ipg), the exacerbation of the pre-existing tricuspidal valve insufficiency was observed and the two tendinous cords were broken. The operator suspected that the injury was caused by the delivery system or very tight contact between leadless ipg and the tendinous cords for a long period. Plastic procedure was performed and one of the leaves in the tricuspid valve was removed to improve the valve function. Leadless ipg remains in use. No further patient complications have been reported as a result of this event.